Manufacturer narrative:
According to service order report (B)(4) (dated (B)(6) 2019 and (B)(6) 2019) the touch panel was defective and had to be replaced. As a precautionary measure to eliminate all possible causes, the hmi-board was replaced, too. After repair the device passed all tests as per factory specification. The most probable root cause for the touch panel issue was determined in the corrective and preventive action (CAPA) CAPA#14-09-002. And one of the actions was to use a new touch panel. This was finally announced with the service bulletin issue 82/2019-09-25. According to this letter a new touch foil, display and hmi board will be used in production from serial number 90413038 onwards and in future repairs. This device was produced in 2012 and therefore an old touch panel was in the device. For this repair the "old" revision of the touch panel and hmi-board were used (stock). A connection between the "flow not registered" problem and the defective touch panel could not be determined. Since the device had a malfunction, the failure could be confirmed. The occurrence rate is below the acceptance rate, thus no remedial action required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint number: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
During patient treatment the pump stopped due to bubble intervention. Since the touch panel did not respond, the customer was not able to reset the alarm. The patient was hand-cranked rather than using the emergency mode. The incident had no negative consequences for the patient. Complaint number: (B)(4).